Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the cassette not attached error was found. The cause was an inoperable downstream occlusion (dso) sensor. The dso sensor was replaced to resolve this issue.